Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator exchange procedure. Prior to the procedure, the left ventricular lead exhibited high capture threshold and diaphragmatic stimulation when paced from tip. The lead was examined under fluoroscopy and no migration was noted. It was elected not to replace the lead due to occlusion and patient frailty, but the capture threshold had improved when evaluated during procedure compared to prior interrogation. Programming changes were made. There were no patient consequences.